Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no:328418 batch no: 6277587. It was reported that the plunger rod will not depress completely during injection. Consumer reported that the plunger rod will not depress all the way during injection. Also reported glucose level elevated after injection. Consumer does not re-use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned one (1) loose 31gx8mm, 1ml bd insulin syringe. Consumer reported that the plunger rod will not depress all the way during injection; also reported glucose level elevated after injection. The returned syringe was examined, then tested for plunger rod movement: the plunger rod was able to move properly. Next, the syringe was tested for flow: the syringe was able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch # 6277587. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no:328418 batch no: 6277587. It was reported that the plunger rod will not depress completely during injection. Consumer reported that the plunger rod will not depress all the way during injection. Also reported glucose level elevated after injection. Consumer does not re-use.